Event description:
Pt received accidental subcutaneous injection of morphine upon attempted pump refill by home healthcare nurse.pt had no symptoms of overdose, and pump was functioning properly upon fluoroscopic examination. Pt required no narcotic antagonists following the event. Pt had withdrawal symptoms and constipation 2 days following refill.